Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (unknown dose) via implanted infusion pump indicated for spinal cord injury. It was reported that the pump was replaced on (B)(6) 2024. Subsequently, the wound became red and infection was suspected, but crp was not high. The patient was followed up, but it was confirmed that the pump was exposed from the wound on (B)(6) 2025, so removal was made. When the pump was replaced, it was implanted directly into the pocket from which it was removed. When the wound closure/surgical incision closure was made, the pocket felt tight. Crp was not high, so exposure due to infection was unlikely, but the cause was unknown. The causal relationship was unrelated to the drug. The causal relationship between the pump, catheter, programmer, and procedure was noted as no.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via distributer (dist). It was reported that the issue resolved after the pump was explanted. The pump serial number was provided. It was further reported that the itb therapy was already introduced prior to the current operation. The patient's body shape had changed considerably compared to the initial introduction period. It was believed that the event occurred because the pump could not be stored flattened when the pump was replaced and wound was closed, so there was no causal relationship.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a distributor indicated that the devices were discarded.